Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had under delivery. Customer accidentally did not secure the connection on the canula properly which resulted in a high blood glucose of 22 mmol/l during the night. Customer was using smart guard and as the insulin pump delivered multiple auto correction boluses he calculated a bolus to correct his high blood glucose but no correction was calculated. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.